Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room due to a blood glucose (bg) level of 40 mg/dl. The customer was treated with carbohydrates and was disconnected from the pump. The customer alleged that the pump delivered a 20 unit bolus without user request. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.